Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a vdw.gold reciproc stops during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Motor connection cable defective and battery defective due to misuse, could have led to the reported error. At the same time not all parts have been returned for investigation (even though requested by vdw), which could have been a contributing factor to the reported failure. Therefore, the final root cause cannot be determined.the complaint is registered and we will monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
Additional information received indicating no injury resulted.